Manufacturer narrative:
One catheter was returned for investigation. Water was injected into the device; a leak was noted to have occurred. The leak was observed to be coming from a small hole. Hooks of the filter cover but no abnormalities were noted that could have caused holes in the device. The catheter hole that caused this event was in the hook position of the filter cover, but it is unlikely that it could be damaged by contact with the hook, and it could be that it has come in contact with some sharp object . The reported customer complaint has not been confirmed, with no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while a smiths medical catheter was in use, medical fluid leaked. No patient injury occured.